Event description:
It was reported that pegasus yel 24ga x 0.75in qsyte-cap y was broken. The following information was provided by the initial reporter: during the use of indwelling needle, it was found that the junction between the y-type joint and the extension pipe broke.

Manufacturer narrative:
H6 investigation: a device history review was conducted for lot number 9329369. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Retain samples were tested and no abnormalities were found. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus yel 24ga x 0.75in qsyte-cap y was broken. The following information was provided by the initial reporter: during the use of indwelling needle, it was found that the junction between the y-type joint and the extension pipe broke.